Manufacturer narrative:
This case was assessed as reportable to the FDA as the event occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse (+) injectable implant, lot number a00085940, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Lot a00085940, was normal, no nonconformances was related to this lot.

Event description:
This spontaneous report was received from a us health care professional and concerns a 44-year-old female patient. She was injected with a total of 0.15 ml of radiesse(+), into the nasolabial folds (nlf) and pyriform (off label use of device), on (B)(6) 2023. Batch number was reported as 85940 (expiry date: 11/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00085940 (expiry date: 11/2024). She was injected with 0.05 ml into the pyriform directly on the bone, and with 0.1 ml into the nasolabial fold superficially. The injection into the nasolabial fold was hyper-diluted (hd, product preparation issue). In (B)(6) 2023, after the treatment with radiesse(+), the patient experienced pain and swelling. It was further described as an occlusion. On (B)(6) 2023, thursday evening, the patient contacted and reported the pain and swelling. She was asked to come in but was not able to. On (B)(6) 2023, friday, she again reported more swelling to the right upper lip. She was asked to come in but was not able to. On (B)(6) 2023, saturday morning, pustules developed. She came in at 10 am. A mac trainer and medical science liaison (msl) were notified and helped the reporter with appropriate steps. Corrective treatment included sodium thiosulfate (sts), 4 ml directly on the bone, on fanned area. As reported, she had capillary refill by the end of it. The outcome of the event was unknown.